Event description:
It was reported that a pump declared an altitude alarm and the customer's insulin delivery was suspended due to the alarm condition. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support instructed the caller to clean the speaker holes and attempt basic troubleshooting steps like reconnecting the cartridge and waiting before resuming insulin delivery. However, the caller was unable to resume insulin with the current cartridge and the alarm recurred after loading a new cartridge. Technical support advised the caller to wait two hours to let any moisture evaporate and planned to follow up.